Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with broken reservoir tube lip noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the reservoir falling apart, stated that where you screw in the reservoir the threads are crumbling. Troubleshooting was performed for damage and found that the reservoir can lock it in. The customer was advised the insulin pump will need to be replaced and advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.